Manufacturer narrative:
(B)(6).

Event description:
Information was received indicating that a smiths medical fluid warmer was leaking blood from the tube after starting to use the product. There was no reported adverse events reported.